Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the target lesion was a restenosis in the proximal left circumflex, with no tortuosity, mild calcification and 99% stenosis. A xience v 2.5 x 23 mm had been placed in the left circumflex on (B)(6) 2010. In-stent restenosis was noted at the ostial left circumflex on (B)(6) 2011. A non-abbott stent was deployed at the lesion to treat the restenosis and complete the procedure. No additional information was provided.